Event description:
It was reported patient underwent a hemiarthroplasty hip procedure on (B)(6) 2013. During the procedure, the surgeon measured the patient's femoral head as a size 49 and implanted a 49 endo ii head with a minus 3 adapter. Surgeon had difficulty inserting the head into the acetabulum and it was determined the head was larger than the size indicated on the packaging. As a result, there was a 45 to 60 minute delay and a size 48 head and minus 6 adapter was used to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.